Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part#420172-18/lot# k10220131 123) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on 28 jun 2022 on system sh2095. The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to patient anatomy. However, it is not known whether or not the surgeon anticipated to convert to open surgery.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the contact pins on the maryland bipolar forceps instrument were found crooked and loose. Although the customer noted that no fragments fell inside the patient, it was indicated that fragments fell but, was not specified where. The procedure was reportedly aborted/converted due to anatomy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after anesthesia but since they had to change the procedure to an open surgery and the instrument was not used at all. Ports were placed prior to the issue being identified, but they changed to open surgery. The damage was found at the instrument housing. No fragment fell into the patient. The procedure was converted due to the patient's anatomy. The instrument was returned to isi for evaluation. No photographic images of the device and no video recording of the procedure are available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a bipolar pin bent at the proximal end. Electrical continuity test was performed and passed. Common causes of the failure mode bent instrument bipolar pins are typically attributed to user mishandling, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend.